Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-01236. It was reported the patient was experiencing autoreducing of her scs system. The patient was unable to increase her stimulation to desired level. Follow up identified a system diagnostics showed one lead was exhibiting high impedances on multiple contacts. Reprogramming of the patient's scs system did not resolve the issue. X-ray showed one lead had migrated. Additional follow up identified the patient underwent surgical intervention and both her scs leads were explanted and replaced.